Event description:
It was reported that during use with an unspecified amount of bd micro-fine¿ pro pen needles 32g x 4mm medication was unable to be delivered. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about needles that did not come out of the drug solution smoothly.

Manufacturer narrative:
Investigation summary eight open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on six samples and a bent non patient end of cannula was observed on the remaining two samples. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to determine root cause.

Event description:
It was reported that during use with an unspecified amount of bd micro-fine¿ pro pen needles 32g x 4mm medication was unable to be delivered. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about needles that did not come out of the drug solution smoothly.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.